Manufacturer narrative:
As reported through a literature review of a 10-year-old female patient with an atrial septal defect and a family history of migraine. It was reported that a 22mm amplater septal occluder was chosen for implant. During procedure, the patient experienced a transient complete heart block episode. There was no residual shunt reported. It was then reported 2.5 weeks post-procedure, the patient experienced severe headaches with confusion and vomiting. Post-procedure medication aspirin was changed to clopidogrel and neurology was consulted. The article concluded that the study suggested a minimal estimate of 15% as the incidence of headache in children who undergo tdc. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.  Literature attachment: headaches in children after transcatheter device closure of atrial septal defects: a single centre experience.

Event description:
The article, "headaches in children after transcatheter device closure of atrial septal defects: a single centre experience", was reviewed. The article presented a case study of a 10-year-old, 26.5 kg, female patient with an atrial septal defect and a family history of migraine. It was reported that on an unknown date, a 22mm amplater septal occluder was chosen for implant. During procedure, the patient experienced a transient complete heart block episode. There was no residual shunt reported. It was then reported 2.5 weeks post-procedure on an unknown date, the patient experienced severe headaches with confusion and vomiting. Post-procedure medication aspirin was changed to clopidogrel and neurology was consulted. The article concluded that the study suggested a minimal estimate of 15% as the incidence of headache in children who undergo tdc. This estimate can inform counseling prior to tdc. Determination of the true incidence will require focused prospective data collection. [The primary and corresponding author was joshua griesman, the hospital for sick children, toronto, ontario, canada, with corresponding email: joshua.griesman@sickkids.ca]